Event description:
The user facility reported an 85 year old male patient on an impella 5.5 for support during a high risk surgery. It was reported that the impella 5.5 was not able to flow above 2l/min without suction alarms. The 5.5 was repositioned but it did not resolve the low flow. The physician opted to leave pump in place despite reduced flows. Motor current stable. The patient was successfully weaned and explanted.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The product was not returned for investigation. Data log review confirmed the low flow issues early in the case. Clinical details report that the first pump was explanted with a significant clot, which supports the likelihood that the complaint pump picked up some clot during implant as well. Based on clinical details provided and data log review, the root cause of the low pump flow was determined to most likely be biomaterial. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26550 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26550.